Event description:
According to the reporter, the patient was hospitalized for a hernia repair that took place on (B)(6) 2012. The patient recovered with sequelae. No further action take to resolve the issue.

Manufacturer narrative:
(B)(4).